Event description:
It was reported to adac that following a quality control procedure, the collimator storage rack missed the final position, by about 1 degree. This caused a collision between head #2 and the colimator. There was no injury associated with this report.